Event description:
It was reported that during a follow-up, noise was observed. The lead was scheduled to be explanted and replaced. No further information is available.

Event description:
New information received indicates that the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.